Event description:
Following successful insertion of mid-line to right upper extremity, as the guidewire was removed, there resistance because the clip was clamped. Clip was unclamped and guidewire came out smooth. It was noted that there was unraveling on the wire at the site of resistance. On examining the wire, looking for tip, the wire further unraveled.